Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, ¿patient had anaphylactic reaction to the powerpicc solo (dual) catheter. Ref - (B)(4). Lot - reht0599. Line had to be removed for patient¿s symptoms to resolve.¿ no other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported, ¿patient had anaphylactic reaction to the powerpicc solo (dual) catheter. Ref - 6295355 lot - reht0599. Line had to be removed for patient¿s symptoms to resolve.¿ no other information was provided. Additional information received may 17, 2024: it was reported, "the PICC line was inserted and secured in place. As we sat the patient up from the procedure they commented saying their mouth felt dry and tight. The patient then mentioned that they felt their lips had started to swell as this was happening they started to loose their voice. The swelling to the lips and right side of jaw was clearly seen. PICC line was removed. Observations where taken and the heart rate had increased and slowly come down over the hour of monitoring after the procedure. Chlorphenamine was given 35mins after the procedure finished. 5-10mins after they stated that they where feeling better and their voice start to return to normal. Patient left department 1hr 30mins after procedure."

Event description:
It was reported, ¿patient had anaphylactic reaction to the power PICC solo (dual) catheter. Ref - 6295355 lot - reht0599. Line had to be removed for patient¿s symptoms to resolve.¿ no other information was provided. Additional information received may 17, 2024: it was reported, "the PICC line was inserted and secured in place. As we sat the patient up from the procedure they commented saying their mouth felt dry and tight. The patient then mentioned that they felt their lips had started to swell as this was happening they started to loose their voice. The swelling to the lips and right side of jaw was clearly seen. PICC line was removed. Observations where taken and the heart rate had increased and slowly come down over the hour of monitoring after the procedure. Chlorphenamine was given 35mins after the procedure finished. 5-10mins after they stated that they where feeling better and their voice start to return to normal. Patient left department 1hr 30mins after procedure."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.